Event description:
The physician reports that the crystalens haptic tore off after implantation of the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original and remove the damaged lens. A second crystalens was implanted successfully and there was no injury to the pt.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.